Manufacturer narrative:
The investigation was completed. Optical sensor issue: the pump was returned for investigation. No evidence of physical damage was noted on the returned pump. The pump passed the laser continuity test; however, it failed the optical bench testing due to low snr. The pump also passed the dp sensor electrical testing. Data log review showed that the snr was low (around 600) from the beginning of the case run, with a gain value of approximately 2.33. The pump was utilized for more than four days, and a drift pattern was observed on optical parameters. "Placement signal not reliable" alarm was triggered on the day of explant, with the snr reading of 150. Based on the drift pattern, the pump was sent for overnight pressure testing on the optical sensor and returned without any conclusive evidence of drift. Further testing of the optical signal carrying line also revealed no abnormalities, and outflow case teardown confirmed a damaged sensor. The cause of the optical issue was a damaged sensor; however, the root cause of the sensor damage could not be determined. The pump passed all final qualification testing during manufacture. The device history review was completed and passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp for mechanical circulatory support. The impella rp flex was placed after the left sided support due to right ventricle that had no native contractility. The impella rp flex was supporting when on day five of the support the placement signal was found to not be reliable. The impella rp flex was explanted and patient remained on the 5.5 support. No harm or injury noted to patient due to the issue.

Manufacturer narrative:
Upon review of previous submissions and available information, additional codes have been added to section h for clarity and completeness. Manufacturer's reference number: (B)(4).